Event description:
It was reported that at the end of a davinci si myomectomy procedure, the surgeon believes that the patient's bowel was burned.

Manufacturer narrative:
Isi contacted initial reporter (B)(6), the manager of (B)(6) hospital. Based on the information provided by (B)(6), at the end of a robot-assisted laparoscopic myomectomy, several areas on the small and large bowel appeared concerning for potential thermal injury (unclear and unsure whether they are or not), along with several other lesions concerning for bowel endometriosis. Colorectal surgeon was called in, but we could not confirm whether it is a burn or not. The customer performed a biopsy of the area for frozen, but it was reported as 'chronic and acute inflammatory changes and fibrosis', so the customer could not confirm whether this was in fact a thermal injury to the bowel. The concerning areas were overseen as a precaution. Based on the information provided by the customer, it is indeterminable if the da vinci si system, instruments and/or accessories caused or contributed to the post-surgical complications. Isi has contacted the risk management department at (B)(6) to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if a device is returned (post engineering evaluation) or if additional information is received. According to davinci coordinator mark smith, there have been no reported recurrences of this issue at this hospital.